Event description:
It was reported that the customer stated the inside package was crushed and the sterility has been interfered with for the reloads. They are returning the su with the packaging. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Each of the twelve packages was visually examined. All packages were in good condition and there was no physical damage to any of the packages. Package integrity was intact. One instrument had a piece of the cartridge retainer broken off and piece was loose inside the package. The reason for the broken retainer could not be determined. The package was opened to check carefully and no damage was noted. Complaint for crushed packages could not be verified.